Event description:
Customer reports that when the device is turned on it automatically displays results obtained during previous tests. He reports one of these results is 702mg/dl. The device's numeric reading range is 10 - 600mg/dl; values > 600mg/dl should display as "hi". No action taken on result of 702mg/dl, also customer does not remember receiving this result. No adverse event reported. Requested return of suspect system and replacement was sent.